Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had less unresponsive buttons, harder to press and sometimes had to press twice. The customer blood glucose level was unknown. Customer stated that insulin pump had rejected new battery. Customer stated that insulin pump was louder during rewind. The device will not be returned for analysis.